Event description:
According to the reporter, during a procedure, the handpiece was not working properly. The surgeon was not getting the seal he would normally expect to see and it was only sealing very minimally and looked faint. The machine gave the two-tone bleep and the sound emitted was faint, he said that the machine was not alarming. He requested a second handpiece be opened and this performed in a similar way initially until he decided to ask them to change the ls10 machine. On using a replacement machine, the second handpiece worked as normal. The unit was sent to electrical engineering department for checking. They tested with a new handpiece on damp tissue and said it all appeared ok and have put the machine back into circulation. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37cm, (lot#: 42830207x) unknown ligasur, unknown ligasure instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.